Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that new ready packs were difficult to re-suspend. The tni-ultra instruction for use states that the reagent packs must be mixed by hand and should be visually checked to ensure all particles are dispersed and re-suspended. A siemens customer service engineer (cse) specialist was dispatched to the customer site and evaluated the instrument. The cse replaced two positive displacement wash 1 pumps, the grey 6 channel peristaltic pump and the tube going from pump 4 to the reagent diluter syringe. The cse then controlled the separation magnet state and performed a complete system decontamination including the acid and base fluid lines. The cse ran quality control and precision testing in replicates of thirty, which were acceptable. The customer replaced the ready pack and repeated the patient sample, which resulted as expected. The primary cause of discordant, false positive tni-ultra result on one patient sample was related to the improper mixing of the ready pack. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, false positive cardiac troponin I (tni-ultra) result was obtained on an advia centaur cp instrument. It is unknown if the discordant result was reported to the physician(s). It is unknown if the sample was repeated and if the repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to a discordant, false positive tni-ultra result.